Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was and advanced it into the left atrium when a thrombus was noted. The physician aspirated back and the thrombus was no longer visible. The patient was given additional heparin and the procedure was continued. The wds was inserted into the was and positioned in the laa of the patient. The closure device was deployed in the patient when a thrombus was noted. The thrombus cleared on its own and the physician continued the procedure. The closure device was successfully implanted in the laa of the patient and there were no complications that were reported to have occurred as a result of this event.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Media review the provided medical media is related to thrombosis and does not appear to depict any unrelated device or user related allegations. No further review is required by either bsc medical safety or watchman medical media subject matter experts. Device history record review a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0037990229. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include thrombosis (additional device required). Risk review a risk review was completed and confirmed that the event of thrombosis was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the was and advanced it into the left atrium when a thrombus was noted. The physician aspirated back and the thrombus was no longer visible. The patient was given additional heparin and the procedure was continued. The wds was inserted into the was and positioned in the laa of the patient. The closure device was deployed in the patient when a thrombus was noted. The thrombus cleared on its own and the physician continued the procedure. The closure device was successfully implanted in the laa of the patient and there were no complications that were reported to have occurred as a result of this event.